Manufacturer narrative:
The device was returned and evaluated. The implant was returned with a cover screw and a carrier but not in original package. The implant was verified to be a hahn tapered implant 3.5 mm x 10 mm (70-1154-imp0005) using radiographic template (pk-209-062515). There was no defect or non-conformity observed and the threads were intact. Bone debris was observed from the implant. A lot number was received and a device history record (DHR) review was conducted. There was no evidence to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Per the reported information, the patient had type iii bone quality. It has been shown that the quality and quantity of bone available at the implant site are very important patient factors, in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. Type iii: thin layer of cortical bone surrounding a core of dense trabecular bone. Therefore, the patient's bone quality may have been a factor in the failed osseointegration of the implant. "Failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. IFU 3034554 rev 1.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also states: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to."

Manufacturer narrative:
The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant failed to osseointegrate. The doctor reported that the implant was placed in tooth location #12 on (B)(6) 2019. To place the implant, the doctor used a nobel tapered surgical kit with a hahn implant driver. The doctor got very good stability initially with 35 ncm. The patient returned to the dental office on (B)(6) 2019, complaining of swelling and pain at #12 implant site. The doctor noted that #12 implant was mobile with gum tissue swollen. The implant site was not infected. Due to office scheduling issues, the doctor asked the patient to return the next day to have the implant removed. The patient returned the next day on (B)(6) 2019, and the doctor removed the implant due to failure to osseointegrate. To remove the implant, the doctor used a locator driver to unscrew the implant attached with locator abutment. The doctor added bone graft in the osteotomy socket after irrigation into socket, and sutures were applied. The patient's symptoms were relieved after removal of the implant. The patient currently has no complaints of pain and swelling as of the follow-up on (B)(6) 2019. The patient has a history of high blood pressure that is under medication control. The patient has type 3 bone quality. The patient also has an upper edentulous jaw with lower missing teeth #18, #19, #21, #30 and #32. The patient has had previous periodontal disease. There was no abnormality noted with the implant itself.